Event description:
Fluorouracil 46h pump attached to port and started, pt sent home. Upon home health arriving to disconnect the pump, the pump was still full of chemotherapy. Pt was told to come into chemotherapy infusion clinic for pump inspection. Upon inspection of the pump, the clamp was open, there was no obstruction in the line, port was flowing with appropriate blood return. Lot#30189834.